Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneous sodium (na) results for 26 pt samples. The erroneous results were reported out of the lab, some of the pts had incorrect diagnoses based on the erroneous results. The customer stated that calibrations and quality controls (qc) are performed every 8 hours and preventative maintenance is performed twice weekly. This is report 8 of 26 medwatch reports filed for this event for pt 8 of 26 pts.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and performed preventive maintenance. A clear root cause has not been determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events. This MDR represents event 8 of 26 reported by this customer.